Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that he had received an early sensor shutoff ("ess") notification 3 hours after sensor insertion. Pt believes that a distal portion of the sensor wire was retained during removal of the failed sensor. Pt reported no difficulty with the sensor insertion and did not make the sensor available to dexcom for evaluation. Dexcom technical support made a two-week follow-up call to pt on (B)(6) 2010. Pt reported that he had an "itchy" insertion site, but could not remember if it was the insertion site in question. Pt applied triple antibiotic ointment and is not experiencing any other difficulties.